Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure the doctor tried to put in the instrument and tore the duck bill out of the trocar. They used another similar device to complete the case with no pt consequence.